Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than (B)(6) ohms. Technical services discussed troubleshooting options. The health care professional would follow up with the patient. The device remains in service. No adverse patient effects were reported.